Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an alarm occurred after pumping for about 2 hours. It restarted automatically and did not start up with the loading screen at startup. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,d4(model&catalog),g3,g6,h2,h10,h11corrected data: b5,e3,h6(clinical&impact)

Manufacturer narrative:
Additional contact details: person name: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp), while using the device on a patient, an alarm occurred after pumping for about 2 hours. The computer restarted automatically and remained stuck at the loading screen at startup and did not start up. A getinge field service engineer (fse) verified the issue and after that, he restarted it manually and the problem disappeared. He confirmed the reproduction during an in-house running test. The video generator board was replaced because a display communication error was confirmed from the internal log and carried out. He has conducted equipment running tests and confirmed that the issue has improved. Operating time 3581 hours. There was no patient harm. The failure analysis and testing department received and inspect a video generator board, htc and observed that video generator board is an old version and cannot be tested with the iabp¿s in the lab. Part is no longer going back to the supplier, as the supplier is unable to test or evaluate this part due to being not rohs complaint and thus has rejected it. Retaining the video generator board in the failure analysis and testing department as per procedure (B)(4) rev ap. The failure analysis and testing department received and inspect an upper display monitor board,_swemco and observed the upper display monitor is an old version and cannot be tested with the iabp¿s in the lab. Part is no longer going back to the supplier, as the supplier is unable to test or evaluate this part due to being not rohs complaint and thus has rejected it. Retaining the upper display monitor in the failure analysis and testing department as per procedure (B)(4) rev ap. The failure analysis and testing department received and inspect a cable assembly p/n,_mwts and observed the cable assembly is an old version and cannot be tested with the iabp¿s in the lab. Part is no longer going back to the supplier, as the supplier is unable to test or evaluate this part due to being not rohs complaint and thus has rejected it. Retaining the cable assembly in the failure analysis and testing department as per procedure (B)(4) rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an alarm occurred after pumping for about 2 hours. It restarted automatically and did not start up with the loading screen at startup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.